Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ degenerative mitral regurgitation (mr) and a prolapsed anterior leaflet for a mitraclip procedure. During the procedure, a mitraclip ntw was advanced within the patient. While testing the lock, the clip would not open. Troubleshooting was preformed unsuccessfully and the clip was unable to be opened. The clip was removed from the patient and a replacement mitraclip was selected. Two mitraclips were implanted. The final mr was grade 1. The mitraclip ntw was tested on the back table and it was identified that the lock line was loose from the latch. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported inability to open the clip in anatomy and lock line separation. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported inability to open the clip in anatomy and lock line separation are related to procedural conditions (lock line release latch accidentally opened during procedure). There is no indication of a product quality issue with respect to manufacture, design, or labeling.